Manufacturer narrative:
(B)(4). This is a report of use error - failure to follow therapy steps, in which the patient did not verify that the patient line was primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow therapy steps while using the homechoice device. The patient did not check to see if the patient line was fully primed prior to connecting. The technical service representative assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.